Event description:
It was observed that during the device evaluation, the subject device exhibited the following: there was a gap in the adhesive area between server plug-in (z-block) and the distal end, the adhesive around the light guide (lg) lens had discoloration, the adhesive around the objective lens had discoloration, and the air/water (aw)-cylinder and aw-tube had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.